Event description:
Patient called lfs alleging that the one touch ultra meter ws reading inaccurately high. Patient did not experience any symptoms at the time of concern. Patient reported obtaining a "205 mg/dl" and taking food following the result obtained. Patient did not receive any medical attention as a result of the reported issue. The patient did report the test strips peeling. The patient confirmed that the test strip were not expired, stored improperly, or opened longer than the discard date. Based on the information provided, there was no evidence that the meter contributed to an adverse event. The test strips are being reported due to a peeling. The customer service representative replaced patient's meter and test strips.